Manufacturer narrative:
The device was discarded by the site. There is no allegation that the glidelight malfunctioned. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that during a cardiac lead management procedure to remove an occluded right atrial pacing lead, the spectranetics glidelight laser sheath was utilized. The patient's blood pressure began to drop slowly and steadily. Rescue interventions were implemented. An perforation of approximately 4mm was found in the lateral wall of the superior vena cava (svc). The injury was repaired and the patient survived the procedure.